Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the imlpant / a part of the device was missing"), polyp ("polyps"), systemic lupus erythematosus ("lupus") and psoriatic arthropathy ("psoriatic arthritis") in a 40-year-old female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included basal cell carcinoma and appendectomy. Previously administered products included for an unreported indication: rhythm from 2003 to 2009. Concurrent conditions included body mass index normal, asthma, multiple allergies, libido decreased, chronic salpingitis, fibroids and endometrial polyp. Concomitant products included ibuprofen (advil [ibuprofen]), naproxen and naproxen (naprosyn). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 7 days after insertion of essure, the patient experienced abdominal distension ("severe bloating/ swollen belly") and diarrhoea ("diarrhea"). On (B)(6) 2008, the patient experienced mood swings ("mood swings"). In 2009, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced nausea ("nausea"), tooth disorder ("dental problems") and arthralgia ("pain in all of my joints"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. In 2014, the patient experienced acne cystic ("cystic acne") and psoriasis ("psoriasis"). In 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced antinuclear antibody positive ("positive ana test") and conjunctivitis ("conjunctivitis"). In (B)(6) 2015, the patient experienced polyp (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced vision blurred ("blurred vision"), amnesia ("memory loss") and feeling abnormal ("brain fog"). On (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced anxiety ("anxiety"), memory impairment ("forgetfulness"), bowel movement irregularity ("irregular bowel movements"), eye pain ("eye pain"), back pain ("back pain"), urinary incontinence ("leaking bladder"), pyrexia ("leukemia and lymphoma (because of unexplained persistent low gradefevers, 99-101 degrees)"), breast swelling ("breast cancer (because of swollen glands)"), endometrial cancer ("endornetrial/uterine cancer (because of endometrial cells showing up in a pap smear--a result that only happens in 1 in 119,000 results)"), systemic lupus erythematosus (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant) and rash ("swelling and breakçuts"). The patient was treated with levonorgestrel (mirena), antibiotics, surgery (bilateral salpingectomy) and surgery (d&c). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, antinuclear antibody positive, acne cystic, psoriasis, migraine, headache, polyp, nausea, tooth disorder, memory impairment, vision blurred, amnesia, feeling abnormal, dysmenorrhoea, vaginal discharge, conjunctivitis, weight increased, alopecia, arthralgia, diarrhoea, eye pain, back pain, pyrexia, breast swelling, endometrial cancer, systemic lupus erythematosus, psoriatic arthropathy and rash outcome was unknown and the depression, anxiety, fatigue, abdominal distension, bowel movement irregularity and urinary incontinence had resolved. The reporter considered abdominal distension, acne cystic, alopecia, amnesia, antinuclear antibody positive, anxiety, arthralgia, back pain, bowel movement irregularity, breast swelling, conjunctivitis, depression, device breakage, diarrhoea, dysmenorrhoea, endometrial cancer, eye pain, fatigue, feeling abnormal, headache, memory impairment, menorrhagia, migraine, mood swings, nausea, polyp, psoriasis, psoriatic arthropathy, pyrexia, rash, systemic lupus erythematosus, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion details- essure inserted into right tube, 3 trailing coils confirmed. Same procedure carried out in contralateral tubal ostea,confirmed with 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: occlusion of both fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, vision blurred, alopecia, depression, anxiety, fatigue, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the imlpant"), polyp ("polyps"), systemic lupus erythematosus ("lupus") and psoriatic arthropathy ("psoriatic arthritis") in a 40-year-old female patient who had essure (batch no. 624836,624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included basal cell carcinoma and appendectomy. Concurrent conditions included body mass index normal, asthma, multiple allergies, libido decreased, chronic salpingitis, fibroids and endometrial polyp. Concomitant products included ibuprofen (advil [ibuprofen]), naproxen and naproxen (naprosyn). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 7 days after insertion of essure, the patient experienced abdominal distension ("severe bloating/ swollen belly") and diarrhoea ("diarrhea"). On (B)(6) 2008, the patient experienced mood swings ("mood swings"). In 2009, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced nausea ("nausea"), tooth disorder ("dental problems") and arthralgia ("pain in all of my joints"). In august 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. In 2014, the patient experienced acne cystic ("cystic acne") and psoriasis ("psoriasis"). In 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced antinuclear antibody positive ("positive ana test") and conjunctivitis ("conjunctivitis"). In september 2015, the patient experienced polyp (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced vision blurred ("blurred vision"), amnesia ("memory loss") and feeling abnormal ("brain fog"). On (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced anxiety ("anxiety"), memory impairment ("forgetfulness"), bowel movement irregularity ("irregular bowel movements"), eye pain ("eye pain"), back pain ("back pain"), urinary incontinence ("leaking bladder"), pyrexia ("leukemia and lymphoma (because of unexplained persistent low gradefevers, 99-101 degrees)"), breast swelling ("breast cancer (because of swollen glands)"), endometrial cancer ("endornetrial/uterine cancer (because of endometrial cells showing up in a pap smear--a result that only happens in 1 in 119,000 results)"), systemic lupus erythematosus (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant) and rash ("swelling and breakçuts"). The patient was treated with levonorgestrel (mirena), antibiotics, surgery (bilateral salpingectomy) and surgery (d&c). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, antinuclear antibody positive, acne cystic, psoriasis, migraine, headache, polyp, nausea, tooth disorder, memory impairment, vision blurred, amnesia, feeling abnormal, dysmenorrhoea, vaginal discharge, conjunctivitis, weight increased, alopecia, arthralgia, diarrhoea, eye pain, back pain, pyrexia, breast swelling, endometrial cancer, systemic lupus erythematosus, psoriatic arthropathy and rash outcome was unknown and the depression, anxiety, fatigue, abdominal distension, bowel movement irregularity and urinary incontinence had resolved. The reporter considered abdominal distension, acne cystic, alopecia, amnesia, antinuclear antibody positive, anxiety, arthralgia, back pain, bowel movement irregularity, breast swelling, conjunctivitis, depression, device breakage, diarrhoea, dysmenorrhoea, endometrial cancer, eye pain, fatigue, feeling abnormal, headache, memory impairment, menorrhagia, migraine, mood swings, nausea, polyp, psoriasis, psoriatic arthropathy, pyrexia, rash, systemic lupus erythematosus, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion details- essure inserted into right tube, 3 trailing coils confirmed. Same procedure carried out in contralateral tubal ostea,confirmed with 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: occlusion of both fallopian tubes concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, vision blurred, alopecia, depression, anxiety, fatigue, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new mr received- lot number was added. New reporter was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant / a part of the device was missing"), polyp ("polyps"), systemic lupus erythematosus ("lupus") and psoriatic arthropathy ("psoriatic arthritis") in a 40-year-old female patient who had essure (batch no. 624836,624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included basal cell carcinoma and appendectomy. Previously administered products included for an unreported indication: rhythm from 2003 to 2009. Concurrent conditions included body mass index normal, asthma, multiple allergies, libido decreased, chronic salpingitis, fibroids and endometrial polyp. Concomitant products included ibuprofen (advil), naproxen and naproxen (naprosyn). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced abdominal distension ("severe bloating/ swollen belly") and diarrhoea ("diarrhea"), 7 days after insertion of essure. On (B)(6) 2008, the patient experienced mood swings ("mood swings"). In 2009, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss/hair loss top of head"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced nausea ("nausea"), tooth disorder ("dental problems"), arthralgia ("pain in all of my joints") and dental caries ("dental problems:cavities"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. In 2014, the patient experienced acne cystic ("cystic acne") and psoriasis ("psoriasis"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient was found to have antinuclear antibody positive ("autoimmune disorder-typeof disorder positive ana test") and experienced conjunctivitis ("conjunctivitis"). In (B)(6) 2015, the patient experienced polyp (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced vision blurred ("blurred vision"), amnesia ("memory loss") and feeling abnormal ("brain fog"). On (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced anxiety ("anxiety"), memory impairment ("forgetfulness"), bowel movement irregularity ("irregular bowel movements"), eye pain ("eye pain"), back pain ("back pain"), urinary incontinence ("leaking bladder"), pyrexia ("leukemia and lymphoma (because of unexplained persistent low gradefevers, 99-101 degrees)"), breast swelling ("breast cancer (because of swollen glands)"), systemic lupus erythematosus (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant) and rash ("swelling and breakçuts") and was found to have endometrial cancer ("endornetrial/uterine cancer (because of endometrial cells showing up in a pap smear--a result that only happens in 1 in 119,000 results)"). The patient was treated with antibiotics, levonorgestrel (mirena) and surgery (d&c and partial bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, antinuclear antibody positive, acne cystic, psoriasis, migraine, headache, polyp, nausea, tooth disorder, memory impairment, vision blurred, amnesia, feeling abnormal, dysmenorrhoea, vaginal discharge, conjunctivitis, weight increased, alopecia, arthralgia, diarrhoea, eye pain, back pain, pyrexia, breast swelling, endometrial cancer, systemic lupus erythematosus, psoriatic arthropathy, rash and dental caries outcome was unknown and the depression, anxiety, fatigue, abdominal distension, bowel movement irregularity and urinary incontinence had resolved. The reporter considered abdominal distension, acne cystic, alopecia, amnesia, antinuclear antibody positive, anxiety, arthralgia, back pain, bowel movement irregularity, breast swelling, conjunctivitis, dental caries, depression, device breakage, diarrhoea, dysmenorrhoea, endometrial cancer, eye pain, fatigue, feeling abnormal, headache, memory impairment, menorrhagia, migraine, mood swings, nausea, polyp, psoriasis, psoriatic arthropathy, pyrexia, rash, systemic lupus erythematosus, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion details- essure inserted into right tube, 3 trailing coils confirmed. Same procedure carried out in contralateral tubal ostea,confirmed with 4 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. The essure was effective and my tubes were blocked.; on (B)(6) 2009: results: occlusion of both fallopian tubes; on (B)(6) 2016: intrauterine device in standard position, bilateral tubal occlusion with micro occlusive devices in standard position.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, vision blurred, alopecia, depression, anxiety, fatigue, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event: dental problems: cavities was added. Lab data was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant / a part of the device was missing'), polyp ('reproductive system disorder or condition type of disorder or condition: polyps'), systemic lupus erythematosus ('lupus'), psoriatic arthropathy ('psoriatic arthritis'), leukaemia ('leukemia'), lymphoma ('lymphoma'), rheumatoid arthritis ('rheumatoid arthritis'), thyroid cancer ('thyroid cancer') and breast cancer ('breast cancer') in a 40-year-old female patient who had essure (batch no. 624836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included basal cell carcinoma and appendectomy. Previously administered products included for an unreported indication: rhythm from 2003 to 2009. Concurrent conditions included body mass index normal, asthma, multiple allergies, libido decreased, chronic salpingitis, fibroids and endometrial polyp. Concomitant products included calcium dobesilate (rhythm) for contraception as well as ibuprofen (advil), naproxen and naproxen (naprosyn). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced abdominal distension ("severe bloating/ swollen belly") and diarrhoea ("diarrhea"), 7 days after insertion of essure. On (B)(6) 2008, the patient experienced mood swings ("mood swings"). In 2009, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss/hair loss top of head"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced migraine ("migraines/migraines / headaches") and headache ("headaches"). In 2013, the patient experienced nausea ("nausea"), tooth disorder ("dental problems"), arthralgia ("pain in all of my joints") and dental caries ("dental problems:cavities"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. In 2014, the patient experienced acne cystic ("rashes or skin conditions type: cystic acne") and psoriasis ("psoriasis"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient was found to have antinuclear antibody positive ("autoimmune disorder-type of disorder positive ana test") and experienced conjunctivitis ("conjunctivitis"). In (B)(6) 2015, the patient experienced polyp (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced vision blurred ("blurred vision"), amnesia ("memory loss") and feeling abnormal ("brain fog"). On (B)(6) 2016, the patient experienced urinary tract infection ("uti (post surgery)"). On an unknown date, the patient experienced anxiety ("anxiety"), memory impairment ("forgetfulness/mental problem"), bowel movement irregularity ("irregular bowel movements"), eye pain ("eye pain"), back pain ("back pain"), urinary incontinence ("leaking bladder"), pyrexia ("leukemia and lymphoma (because of unexplained persistent low gradefevers, 99-101 degrees)"), breast swelling ("breast cancer (because of swollen glands)"), systemic lupus erythematosus (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant), rash ("swelling and breakcuts"), skin odour abnormal ("body odor"), insomnia ("I cant sleep"), inflammation ("chronic inflammatory response in body"), allergy to metals ("unintended nickel allergy"), rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and dermal cyst ("terrible cyst on face") and was found to have endometrial cancer ("endornetrial/uterine cancer (because of endometrial cells showing up in a pap smear--a result that only happens in 1 in 119,000 results)"), leukaemia (seriousness criterion medically significant), lymphoma (seriousness criterion medically significant), thyroid cancer (seriousness criterion medically significant) and breast cancer (seriousness criterion medically significant). The patient was treated with antibiotics, levonorgestrel (mirena) and surgery (d&c and partial bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, antinuclear antibody positive, acne cystic, psoriasis, migraine, headache, polyp, nausea, tooth disorder, memory impairment, vision blurred, amnesia, feeling abnormal, dysmenorrhoea, vaginal discharge, conjunctivitis, weight increased, alopecia, arthralgia, diarrhoea, eye pain, back pain, pyrexia, breast swelling, endometrial cancer, systemic lupus erythematosus, psoriatic arthropathy, rash, dental caries, skin odour abnormal, insomnia, inflammation, allergy to metals, leukaemia, lymphoma, rheumatoid arthritis, thyroid cancer, breast cancer and fibromyalgia outcome was unknown and the depression, anxiety, fatigue, abdominal distension, bowel movement irregularity and urinary incontinence had resolved. The reporter considered abdominal distension, acne cystic, allergy to metals, alopecia, amnesia, antinuclear antibody positive, anxiety, arthralgia, back pain, bowel movement irregularity, breast cancer, breast swelling, conjunctivitis, dental caries, depression, dermal cyst, device breakage, diarrhoea, dysmenorrhoea, endometrial cancer, eye pain, fatigue, feeling abnormal, fibromyalgia, headache, inflammation, insomnia, leukaemia, lymphoma, memory impairment, menorrhagia, migraine, mood swings, nausea, polyp, psoriasis, psoriatic arthropathy, pyrexia, rash, rheumatoid arthritis, skin odour abnormal, systemic lupus erythematosus, thyroid cancer, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: insertion details- essure inserted into right tube, 3 trailing coils confirmed. Same procedure carried out in contralateral tubal ostea,confirmed with 4 trailing coils. Current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. The essure was effective and my tubes were blocked.; on (B)(6) 2009: results: occlusion of both fallopian tubes; on (B)(6) 2016: intrauterine device in standard position, bilateral tubal occlusion with micro occlusive devices in standard position. The essure was effective and my tubes were blocked.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, vision blurred, alopecia, depression, anxiety, fatigue, pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: dermal cyst, fibromyalgia, breast cancer, thyroid cancer, rheumatoid arthritis, lymphoma, leukemia, allergy to metals, inflammation, insomnia, skin odour abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and social media received- new events body odor, I can¿t sleep, chronic inflammatory response in body, unintended nickel allergy, leukemia, lymphoma, rheumatoid arthritis, thyroid cancer, breast cancer, fibromyalgia, and terrible cyst on face were added. New reporter were added. Medical history and concomitant medication were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), polyp ("polyps"), systemic lupus erythematosus ("lupus") and psoriatic arthropathy ("psoriatic arthritis") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included basal cell carcinoma and appendectomy. Concurrent conditions included body mass index normal, asthma, multiple allergies, libido decreased and chronic salpingitis. Concomitant products included ibuprofen (advil [ibuprofen]), naproxen and naproxen (naprosyn). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 7 days after insertion of essure, the patient experienced abdominal distension ("severe bloating/ swollen belly") and diarrhoea ("diarrhea"). On (B)(6) 2008, the patient experienced mood swings ("mood swings"). In 2009, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced nausea ("nausea"), tooth disorder ("dental problems") and arthralgia ("pain in all of my joints"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. In 2014, the patient experienced acne cystic ("cystic acne") and psoriasis ("psoriasis"). In 2015, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced antinuclear antibody positive ("positive ana test") and conjunctivitis ("conjunctivitis"). In (B)(6) 2015, the patient experienced polyp (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced vision blurred ("blurred vision"), amnesia ("memory loss") and feeling abnormal ("brain fog"). On (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced anxiety ("anxiety"), memory impairment ("forgetfulness"), bowel movement irregularity ("irregular bowel movements"), eye pain ("eye pain"), back pain ("back pain"), urinary incontinence ("leaking bladder"), pyrexia ("leukemia and lymphoma (because of unexplained persistent low grade fevers, 99-101 degrees)"), breast swelling ("breast cancer (because of swollen glands)"), smear cervix abnormal ("endornetrial/uterine cancer (because of endometrial cells showing up in a pap smear--a result that only happens in 1 in 119,000 results)"), systemic lupus erythematosus (seriousness criterion medically significant), psoriatic arthropathy (seriousness criterion medically significant) and acne ("swelling and break çuts"). The patient was treated with levonorgestrel (mirena), antibiotics, surgery (bilateral salpingectomy) and surgery (d&c). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, antinuclear antibody positive, acne cystic, psoriasis, migraine, headache, polyp, nausea, tooth disorder, memory impairment, vision blurred, amnesia, feeling abnormal, dysmenorrhoea, vaginal discharge, conjunctivitis, weight increased, alopecia, arthralgia, diarrhoea, eye pain, back pain, pyrexia, breast swelling, smear cervix abnormal, systemic lupus erythematosus, psoriatic arthropathy and acne outcome was unknown and the depression, anxiety, fatigue, abdominal distension, bowel movement irregularity and urinary incontinence had resolved. The reporter considered abdominal distension, acne, acne cystic, alopecia, amnesia, antinuclear antibody positive, anxiety, arthralgia, back pain, bowel movement irregularity, breast swelling, conjunctivitis, depression, device breakage, diarrhoea, dysmenorrhoea, eye pain, fatigue, feeling abnormal, headache, memory impairment, menorrhagia, migraine, mood swings, nausea, polyp, psoriasis, psoriatic arthropathy, pyrexia, smear cervix abnormal, systemic lupus erythematosus, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: headache, vision blurred, alopecia, depression, anxiety, fatigue, pelvic pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs+mr received- new event mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, depression, anxiety, positive ana test, cystic acne, psoriasis, migraines, headaches, polyps, nausea, dental problems, forgetfulness, blurred vision, memory loss, brain fog, dysmenorrhea (cramping), vaginal discharge, conjunctivitis, fatigue, weight gain, severe bloating, irregular bowel movements, hair loss, pain in all of my joints, diarrhea, eye pain, back pain, leaking bladder, fevers, breast swollen glands, leukemia and lymphoma (because of unexplained persistent low grade fevers, 99-101 degrees), breast cancer (because of swollen glands), endornetrial/uterine cancer (because of endometrial cells showing up in a pap smear--a result that only happens in 1 in 119,000 results), lupus, psoriatic arthritis, swelling and break çuts were added. New reporter, patient information, lab data, concomitant and historical conditions, treatment and concomitant medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.